Event description:
In 2008, boston scientific corporation was informed that during preparation of a procedure, it was noted that the clip was already detached from the resolution clip device. The procedure was completed with another of the same device without patient complications. Patient is "fine".